Event description:
According to available information, this device was replaced due to tubing breakdown. No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, reservoir, and detached connector / exhaust tubing were received for evaluation. Abrasion was noted on one of the exhaust tubes of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 1 . A group of striations, indicating contact with unshod instrumentation, was noted on the exhaust tube of the cylinder 1 near the connector. This is a site of leakage. A separation was noted on the bladder of cylinder 2. This is a site of leakage. The separation had surfaces with a darkened or melted appearance, indicating contact with a cauterizing tool. How about the rough/irregular surfaces of the cylinder 2 exhaust detachment end? A partial separation was noted on the strain relief of the reservoir. This is not a site of leakage. A group of striations, indicating contact with unshod instrumentation, was noted on the lockout button of the reservoir. This is a site of leakage. Part of the material in this region was noted to be missing. A group of striations, indicating contact with unshod instrumentation, was noted on the detached exhaust tube. This is a site of leakage. The surfaces at one end of the detachment site of the exhaust tubing appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the connector. Abrasion was noted on the detached exhaust tube. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes of the pump had overlapped and abraded against one another. Microscopic examination of the surfaces of the exhaust tube detachment end between the detached cylinder 2 exhaust tubing and cylinder 2 revealed rough and irregular surfaces, indicating stress was exerted. Based on the overlapping of the pump tubes, in combination with device usage over time, this could contribute to sufficient stress to separate the exhaust tubing near the cylinder . A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument damage separations in the bladder of cylinder 2, exhaust tubing of cylinder 1, detached cylinder 2 exhaust tubing, and lockout button of the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.